Manufacturer narrative:
Device 2 of 2.

Event description:
Unomedical reference no. (B)(4). Event occurred in the united states. On (B)(6) 2024, patient has reported that two infusion set was leaking from site. The infusion set was in use for 36 hours. No further information available.